Manufacturer narrative:
The device was evaluated. Based on the results of the investigation, it is likely that the following led to the malfunction: known inherent risk of device. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the choledocho videoscope exhibited the plastic distal end cover was chipped. There was no patient involvement.